Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient remained asymptomatic with modified rankin score of zero.

Manufacturer narrative:
The reported product remains implanted in patient, therefore, product evaluation cannot be performed. The reported clinical experience of pipeline foreshortening after deployment cannot be conclusively determined. However, patient anatomy and location of aneurysm such as at a bend could be contributing factors. Additional information has been requested. Should any new information be received, a supplemental report will be filed. The pipeline flex with shield technology instruction for use indicated: "precautions ¿ do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis." "¿ the pipeline¿ flex embolization device foreshortens substantially (50-60%) during deployment. Take device foreshortening into account when deploying the pipeline¿ flex embolization device. 3. Choose a pipeline¿ flex embolization device with labeled length that is at least 6 mm longer than the aneurysm neck." Linked MDR's 2029214-2017-01344. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a pipeline flex with shield device foreshortened after it was deployed across the patient's aneurysm neck during a flow diversion procedure. A second pipeline flex with shield device used to telescope the foreshortened device failed to open at the distal segment. When attempting to remove the foreshortened pipeline, a vessel dissection in the proximal carotid occurred. The devices were used to treat a patient's saccular aneurysm located at the internal carotid artery. The aneurysm measured 23.8 mm in max diameter and 7.04 mm in neck width. The distal and proximal landing zone artery measured 3.89 mm and 6.35 mm/3.89 mm respectively. Vessel tortuosity was described as moderate. It was reported the devices were prepared as indicated in instruction for use. It was determined the 5 mm x 14 mm pipeline flex with shield device was the indicated size for the patient's aneurysm. This device was successfully deployed, the pipeline foreshortened leaving minimal anchor points distal to the aneurysm. The second pipeline flex with shield device 5 mm x 20 mm was used to telescope through the deployed device. The device was resheathed 2 or less times. The proximal segment of this device was positioned at a bend. After more than 50% of the pipeline was unsheathed, the distal segment did not open. While retrieving the unopened pipeline, it moved the deployed pipeline into the aneurysm. After the unopened pipeline device was successfully removed from the patient, attempts were made to snare the first device that was in the aneurysm. The efforts were unsuccessful and vessel dissection of the proximal carotid occurred. Coils and vessel plug ( unknown manufacturer) were used for treatment at the level of the aneurysm, resulting in an internal carotid artery occlusion.